Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da alert. Boston scientific technical services (ts) was contacted and a consultant discussed that this is a memory inconsistency that is self-corrected by the device. The device was re-interrogated and the alert was cleared. It was confirmed that the device was operating normally and the physician will continue normal patient follow ups. No adverse patient effects were reported. The s-ICD remains implanted and in service.